Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was that the customer's health care provider was trying to download her insulin pump, however the data for the past two weeks was not showing. Customer's blood glucose level at the time 387mg/dl. No additional information was provided.